Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sodium and water retention, purpuric lesions of the lower limbs, arthralgia, inflammatory syndrome, hypoalbuminemia, vascular purpura, mitral and infectious endocarditis, anemia and sterile peritonitis in a patient coincident with extraneal viaflex and nutrineal pd4 therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient had aortic valve replacement surgery due to severe aortic stenosis. On (B)(6) 2010, the patient developed sterile peritonitis, manifested by cloudy effluent and a decreased effluent volume (which occurred after aortic valve replacement on (B)(6) 2010). The severity for the event of peritonitis was reported as moderate. On an unreported date, nutrineal therapy was withdrawn. The patient did not improve specifically with the discontinuation of the pd solution. On (B)(6) 2010, the patient was hospitalized for the event of sterile peritonitis. On (B)(6) 2010, the patient began treatment with cefacidal 1.5 grams ip once daily, and on (B)(6) 2010, rocephin (ceftriaxone) 250 mg ip four times a day. On admission, the patient also experienced sodium and water retention "because of a loss of ultrafiltration." On (B)(6) 2010, "in the morning" the patient was hemodialyzed. During hospitalization for the event of sterile peritonitis, the events of vascular purpura and mitral endocarditis occurred. On (B)(6) 2010, treatment with rocephin (ceftriaxone) was discontinued. The physician reported "suddenly," the patient presented with extensive purpuric lesions of the lower limbs with arthralgia and inflammatory syndrome. The physician reported that the event of sterile peritonitis did not explain the purpura and inflammatory syndrome, which appeared without fever. On an unreported date, the diagnosis of endocarditis was evocated which led to treatment with rocephin (ceftriaxone) 2 grams, gentaline 80 mg daily and vancomycin 1 gram every 72 hours (adapted with blood vancomycin). On unreported dates, two transthoracic echocardiography were performed, and were reported as "not significant," a transesophageal echocardiography was also performed, and the results were reported as "failed." On an unknown date, peritoneal dialysis was performed with three bags of 2 liters of isotonic solutions (unspecified). The physician reported that the sterile peritonitis and hypoalbuminemia led to the sodium and water retention episodes. On (B)(6) 2011, and a second hemodialysis was performed on with a left femoral catheter. On (B)(6) 2011, treatment with cefacidal was discontinued. On (B)(6) 2011, a second transesophageal echocardiography was performed (under general anesthesia), and the results were reported as; probable abscess at the base of the posterior mitral valve (left intra-auricular side and posterolateral side of the mitral ring) with several vegetations, and mitral valve endocarditis with ring abscess. The physician reported that the aortic prosthesis was working properly without visible vegetations. On an unreported date, "several samples" were drawn in order to find the germ which caused the endocarditis. The results were reported as strongly positive for coxiella burnetii. The physician reported that "rocephin was pursued associated to vancomycin." On an unknown date, gentaline was discontinued, and doxycycline and plaquenil (hydroxychloroquine) long term treatment were introduced. During the hospitalization, the patient recovered from the purpuric lesions of the lower limbs and arthralgia. On an unreported date, a transthoracic echocardiography was performed, the results were reported as good systolic left ventricular function with concentric left ventricular hypertrophy, normal aortic transprosthesis gradient, and no vegetation was seen. In addition, the patient presented with severe mitral ring calcification with a mobile element under the mitral valve prolapse which was probably vegetation, and no mitral ring abscess was seen. The physician reported that because of the favorable outcome, absence of the mitral ring abscess seen on the transthoracic echocardiography, no transesophageal echocardiography was performed. Also, due to the positive culture for coxiella burnetii was in favor of an old infection and was not the origin of the endocarditis. On an unreported date, "other samples" (not specified) were also drawn. On (B)(6) 2011, infectious diseases specialists were consulted who "recommended" treatment with amoxicillin 100 mg/kg/day and tavanic (levofloxacine) 500 mg once daily, and that "if purpuriclesions of the lower limbs reoccur and seem infiltrated, a biopsy should be performed." Rocephin, vancomycin, doxycycline and plaquenil were "interrupted." During the hospitalization, the patient also experienced anemia, and aranesp was reintroduced. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, nutrineal was reintroduced without a reoccurrence of the sterile peritonitis. Action taken with extraneal viaflex was not reported. The outcome for the events of sodium and water retention, inflammatory syndrome, hypoalbuminemia, vascular purpura, mitral and infectious endocarditis, and anemia were not reported. The outcome for the event of sterile peritonitis was reported as recovered. The physician reported the event of sterile peritonitis was related to extraneal viaflex and nutrineal pd4 unknown bag therapies. The physician did not provide an opinion of causality for the events of sodium and water retention, purpuric lesions of the lower limbs, arthralgia, inflammatory syndrome, hypoalbuminemia, vascular purpura, mitral and infectious endocarditis, anemia, and the relationship to extraneal viaflex and nutrineal pd4 therapies.